Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 359 mg.dl. The customer was treated manual injection. The customer was admitted to corona regional hospital on (B)(6) 2015. The customer was not in an accident. The customer was wearing the insulin pump at the time of hospitalization. The customer was offered further assistance but she did not require any help.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.